Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found corrosion, cracks and observed a tear in the cannula. The device was originally reported for a pod communication error during operation

Manufacturer narrative:
The pod was received fully deployed with cracks observed on both the top and bottom housing. The timing and cause of these cracks could not be determined. Corrosion was observed on most internal components. Battery voltages were low and data was lost due to this corrosion. A tear was observed on the internal portion of the soft cannula resulting in a leak during a leak test. It could not conclusively be determined to what extent the internal tear, cracks, or both contributed to corrosion. It could not be determined if the observed internal leak or corrosion contributed to the reported event. The cause of the reported communication error could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.6, cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.